Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-k.

Manufacturer narrative:
A review of the image result files for initial testing showed that reactions appeared negative as reported by the instrument. However, cell 2 exhibited a pink tinge in the background. In-house testing performed on retention product confirmed the presence of the k antigen. A product deficiency was not identified.